Event description:
According to the reporter, during a thoraco/lobectomy procedure, the surgeon clamped the tissue of pulmonary parenchyma and tried to squeeze the handle, however it could not squeeze. Replaced by a new cartridge, the firing was completed with no problem. The status of the patient is no problem.